Event description:
Tr band did not inflate correctly. The air pocket did not inflate when air was inserted. Sheath was pulled because there was no reason to believe it did not inflate correctly, causing a hematoma on the patient's wrist.